Manufacturer narrative:
B3/d10: the event occurred on unspecified dates in december 2024 - january 2025, reported as "last fifteen days." G1: the devices were manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked. There was fluid leaking from the gasket inside of the door of the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.